Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450-550 mg/dl; cause was related to the customer not charging their pump and it shutdown. The customer reportedly passed out because of the bg level, fell, hit their head, vomited and went to the emergency room (ER). The customer did not provide how the ER addressed the elevated bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer declined to provide additional information regarding the issue.